Event description:
Boston scientific received information that this right atrial lead dislodged shortly after implant. The following day surgical intervention was performed to reposition lead but the physician experienced difficulty getting the lead to fixate to the cardiac tissue. The lead was deliberately cut into two pieces and explanted. No adverse patient effects were reported. This report will be updated if additional information is received. The explant and event dates reported do not make sense so they were left off of this report.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.